Manufacturer narrative:
A follow up on (B)(6) 2015 w/the customer indicated that the customer was able to successfully administer a bolus and that the blood glucose level was "fine". No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 280 mg/dl due to not administering a food bolus.